Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture, baker grade iii and seroma - late. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side "capsular contracture with deformity, baker grade iii, abundant periprosthetic seroma". Device has been explanted.